Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were charging their implantable neurostimulator (ins) on (B)(6) 2020 when the device turned off and the controller stopped charging the ins. The patient stated that the controller screen was blank and when they checked it, the display showed that stimulation was off. It was noted that the patient was able to charge their ins in the past, but on (B)(6) 2020 they were unable to get back to charging and saw a ¿cannot find device¿ or a similar error screen. On (B)(6) 2020, the patient met with a nurse who used a different recharger and the issue seemed to resolve, and they were then able to charge. It was advised that the patient may want to meet with a manufacturer representative as the ins should not be turning itself off unless depleted or prompted by the controller. The patient was to call back and request a replacement recharger. It was further reported on 2020-feb-27 that the patient¿s stimulation stopped on (B)(6) 2020 when they were unable to charge. The patient mentioned that when their stimulation wouldn¿t work, they would have to take nitroglycerine or they would get terrible chest pains. It was noted that the patient had the device implanted for their heart. Since the patient was unable to charge their ins, it was reported that their chest pains and heart symptoms came back. The patient mentioned that they got a headache from the nitroglycerine and charged to full on (B)(6) 2020 but when their stimulation would not work, they took two nitroglycerines, got a headache, then stimulation started to work and they could feel stimulation. Over the past weekend, when the patient tried to use their controller but it ¿went goofy¿ as stimulation was off when they thought it should be on, and was on when they expected it to be off. The controller was not working as expected and the screen was dark and blank. The patient tried removing and replacing the battery pack but it did not resolve the issue. The patient then went to their healthcare provider (hcp) and used their equipment, which showed that stimulation was off so they turned it back on. It was noted that the patient was unable to use their ins until then. Additionally, a ¿no device found¿ error message was displayed on the controller. The patient stated that the controller was working well but then went goofy again. On (B)(6) 2020 the patient charged their ins to full, but the following day it showed that the ins battery was half full and the patient would not normally have to charge every day. The patient reported that they were sitting on (B)(6) 2020 and could not feel stimulation at the normal setting that they would use, which was 6.0 or 7.0, and they had to turn it up all the way to 11.0 before they felt it. When the patient laid down, the stimulation felt too strong and ¿really took off¿ so they turned it back down to 6.0. It was noted that the patient would normally charge once every other day. In addition, the patient mentioned that they hadn¿t had any falls or other medical/programming changes, but later clarified that they had fallen down but the device kept working until now. The patient was redirected to the repair department and a replacement controller was requested. It was recommended that if the patient continued to have stimulation issues that they should meet with their hcp. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4) product type recharger product ID 97745 serial# (B)(4) product type programmer, patient.

Event description:
Additional information was received from the patient. It was reported that they received the new charger and they were able to charge the battery. No patient complications were reported as a result of this event.